Event description:
The lead was explanted and not capped as previously reported.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found that the outer insulation and both proximal cable etfe coatings were abraded at 20.5 cm from the connector pin, due to friction to the ICD can. The damage could have caused a short circuit and noise.

Manufacturer narrative:
Na